Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed xray was not possible ¿system show detector too warm call service¿ error. Review of the log file showed detector temperature was too high. Fse identified that the issue was due to cooling detector defect. Fse replaced the cooling flat detector. After replacement, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the x-ray was not possible. The error message of ¿detector too warm¿ was displayed. The system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.